Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 0 .6mg/day via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient¿s medical history included non-malignant pain. On (B)(6) 2018 it was reported a pump volume discrepancy occurred. Per the healthcare provider a pump refill was performed on (B)(6) 2018. The expected residual volume was 6.3ml and the actual residual volume ended up being 22ml. The patient was sent to the neurosurgeon for a catheter exploration which was performed on (B)(6) 2018. The catheter was noted to be twisted in the pump pocket multiple times due to the pump flipping. There also appeared to be serous fluid in the pocket. The surgeon decided to remove the pump and catheter and sent it for culture. The pump and catheter would be replaced at a future date. The cause of the volume discrepancy maybe from the pump flipping in the pocket. There were no diagnostics or troubleshooting performed. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.